Event description:
It was reported that during the ablation procedure to treat paroxysmal atrial fibrillation in the left atrium, the faradrive steerable sheath clear was selected for use. It has been mentioned that when checking for air at the time of inserting the farapulse, a large amount of air was drawn in. The procedure was completed successfully by using a different device but same model. No patient complications have been reported. The product is not expected to be returned as it was discarded in facility. It was further reported that the farawave and starter wire were inside the sheath prior to, and or at the time, the air was observed. A pump was used for the irrigation of sheath. Large bubbles were noted in the syringe. The guidewire was inside the catheter. No other issue has been reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.